Event description:
The customer reported that the system would not make an exposure. There is no report or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.